Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 1000 mg/dl. The customer's current blood glucose level was 120 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as blurry vision and weak and thirsty. The customer was treated manual injection, emergency room and then admitted. Customer was not calling back to perform a high pressure test. Customer declined to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.